Event description:
Customer reported via social media, the insulin pump was draining the batteries and the device alarmed failed battery test when she inserted new batteries. A follow up call was made to the customer in regards to the issue. Customer stated the issues occurred three to four weeks ago and he doesn't recall her blood glucose level. Customer does not use recommended batteries. Customer wasn't having issues at the time of call, the battery was inserted a week prior and it still had two bars. Customer was advised to purchase new batteries, a battery cap was sent, and to call back if issues persisted. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.